Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a weak circulation pump. The device was evaluated upon receipt. Aler 02 (low flow) seen at the depot due to a weak circulation pump. The case data file returned shows that therapy was initiated at 21:04 on (B)(6) 2024. After the inlet pressure stabilized to -7 +/- 0.2 psi, the flow rate remained between 1.3 and 1.5 l/min at 35 percent - 51percent circulation pump command. Alert 50 is received at 22:19 and the device is put into stop mode. Therapy is restarted and flow rate stabilizes briefly to 1.2 - 1.3 l/min before therapy is stopped again at 22:50. The reported issue cannot be confirmed from the case data as flow rate was adequate for the neonatal pad. Serviced circulation pump. Device read all temperatures properly during assessment and during calibration with no issues. Performed pm procedure. Serviced mixing pump. Replaced heater, manifold o-rings, tank tubing. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested and passed. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun stat had low flow issues again last night on a new patient. The device had to be swapping out. We were 1 for 4 on success with this device this year. It had a new hose for this case they are attaching the data from the case, so need to evaluate and let they know what the next step should be on this device. Per additional information updated from attachment on 01nov2025, it was reported that patient admitted to (B)(6) nicu on (B)(6) 2024 at 2105. At this time, esophageal temperature probe was inserted, and cooling began at 2116, target temperature of 33.5 was met at 2130. After the admission was complete and everything had time to settle for a while around 10:45pm the arctic sun alarmed saying that there was no water flow into the pads. At this time, the esophageal temperature and water temperature were having major fluctuations. After troubleshooting and called the arctic sun help line, the problem of major temperature fluctuations continued while the skin temperature of the baby remained stable. After all troubleshooting options had been exhausted, the swap of arctic sun machines was made. Once the new device was up and running, the esophageal temperature was reading 32.9. At this time, rn began tracking esophageal or water or skin temperature and vitals again q 15 min until target temperature was reached again (11/1/24 0215) and water temperature had been consistently stable. Malfunctioning arctic sun machine was tagged for maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun stat had low flow issues again last night on a new patient. The device had to be swapped out. We were 1 for 4 on success with this device this year. It had a new hose for this case. They are attaching the data from the case, so need to evaluate and let they know what the next step should be on this device.